Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. T-wave oversensing was observed on stored egms as non sustained episodes. The threshold start post pacing was increased during the device check.